Event description:
It was reported that this brady lead was not implanted successfully due to an unknown product performance anomaly. A new brady lead with the same model was implanted successfully. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to an unknown product performance anomaly. A new brady lead with the same model was implanted successfully. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to physician's request. No information about the lead return. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.